Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-06298. It was reported the lead had become dislodged and was embedded into the patient's muscle. The patient underwent surgical intervention on (B)(6)where the lead tip was removed from the muscle and reconnected to the ipg header